Manufacturer narrative:
(B) (4). (B) (4). Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery sys (sds) was returned with blood on the sidearm, shaft, balloon and in the guide wire lumen. There was crystallized contrast in the inflation lumen and in the balloon. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were multiple kinks and bends throughout the entire length of the hypotube consistent with the way the product was rolled up when returned. There were no kinks noted to the tip or to the inner member. The protective sheath was not returned. The tip length was measured and met mfg criteria. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent remains in pt in unintended site. Device issue: stent dislodgement. It was reported that the 3.0 x 18 mm xience stent dislodged in the pt during a crossing attempt and was compressed into the vessel with another stent. In addition, two 3.0 x 15 xience stents also failed to cross. No add'l event or pt info is available.